Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Visual inspection confirmed fluid ingress on the connector pins. During functional testing, the aquabeam motorpack was able to be detected and recognized by an aquabeam robotic system. The root cause of the failure was unable to be determined as the system was able to recognize the aquabeam motorpack. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam motorpack/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, um0101-00 rev. F, was reviewed. Section 11.2.7: sterile: motorpack draping and docking with the aquabeam handpiece. Drape the motorpack with deroyal camera drape (ref 28-0401 or equivalent) so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. Ensure the drape is properly seated in recess of the motorpack. Ensure the drape is not obstructing the magnetic plate on the motorpack. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, during the image optimization phase of the procedure, the aquabeam motorpack exhibited a malfunction, displaying error code e22 ¿ motorpack error. Initially, the decision was made to swap handpieces; however, after multiple system reboots and further troubleshooting, it became evident that the aquabeam motorpack itself was nonfunctional, with no connection being established. As a result, the procedure was converted to a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.